Event description:
It was reported that a pt underwent a three-level fusion procedure at c2 to c6 using anterior fixation plate. The interbody devices were also implanted at c 2/3 and c 4/5, where subtotal excision was performed. Approx one month post op, c6 screw was found backed out. The revision surgery was performed approx three and a half months post op to revise the screw and extend the fusion level to c7. The pt reportedly developed a severe osteoporosis. It was reported that extremely brittle bone quality was confirmed with the pt.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore the MFR cannot determine the suspect device. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specs. The screws are not approved for use in the united states; however, the like device catalog# 9791225, 9791325 510k# k061274; catalog# 9795215, 510k # k042922 were cleared in the u.s. Manufacture date for lot h08k9171, lot h08k9173, and lot h08k8842 are 11/20/2008. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.